Manufacturer narrative:
It was reported the patient experienced a skin irritation with blisters and welts while wearing the electrode - patch - universal 2 channel. Patient also reported mild redness and itching. Patient stated medical attention was needed. However, it was unknown of the medical attention patient received. It was unknown if the patient followed proper skin prep regimen. It was unknown if patient had any skin sensitivity or allergies to metals or adhesives. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was no returned. The universal patch single use and disposed after use; therefore, it is not likely to be returned. Any skin probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors can attribute to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025, that patient had skin irritation with blisters and welts while wearing the electrode - patch - universal 2 channel. Patient also reported mild redness and itching. Patient stated medical attention was needed. However, it was unknown of the medical attention patient received. Patient switched to lead wire adaptors (lwa) to continue service. No further additional information was provided.